Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and heavily calcified lesion in the proximal left anterior descending coronary artery. A 2.5 x 23 mm xience alpine stent delivery system (sds) was being advanced when there was resistance felt with the anatomy. An attempt was made to remove the sds, but it became stuck in the anatomy. The patient coughed in an aggressive manner, which caused the sds to push backwards and out of the lesion. Upon removal of the sds from the anatomy, it was noticed that the stent implant was not on the balloon. Angiography was performed; however, the stent implant could not be seen in the coronary. There were no other attempts made to locate the stent implant. The procedure was successfully completed with a 2.5 x 23 mm xience xpedition stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and foreign body in the patient appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.